Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This rv lead has not been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This rv lead has been received for analysis. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.